Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after training when the insulin infusion tubing was not tightly secured to the luer adapter, resulting in elevated blood glucose of 368 mg/dl and interrupted insulin delivery; the user disconnected from the infusion site, reattached the tubing to ensure a secure connection, and primed the line until drops were observed, after which insulin delivery was resumed and glucose was to be monitored. Symptoms included nausea and elevated blood glucose. Outcomes included no hospitalization, no third-party medical assistance, and resumption of insulin therapy with planned self-monitoring. Investigation included technical support troubleshooting and user education on proper tubing connection and priming. Investigation of this case revealed that the loose luer connection likely caused inadequate insulin delivery until the connection was secured and the tubing was filled. It was concluded that the event was consistent with hyperglycemia due to interrupted insulin delivery from an improperly secured infusion connection, resolved after reconnection and priming. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.